Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) was initially interrogated in prep for an implant. However during the case, prior to implant, the interrogation was unsuccessful. An attempt to interrogate the device was made later that day with no success. Two months later they were still unable to interrogate the device using four different programmers. Boston scientific technical services (ts) and engineering requested return of the s-ICD. The device was never in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory analysis was able to establish telemetry with the subcutaneous implantable cardioverter defibrillator (s-ICD) and the device was able to complete a successful interrogation. Analysis was unable to confirm the field allegation.